Manufacturer narrative:
Chipped/cracked tooth is permanent impairment or damage to a body structure.

Event description:
Consumer initially complained of a noisy toothbrush, no injury reported. Sixteen days later when contacted again, customer claimed that the toothbrush had cracked and/or chipped their tooth. No record of medical attention sought for this issue.